Event description:
The instrument fired correctly, but three days after the operation a leak at the staple line occurred. A re-operation was performed to oversew the staple line. Procedure: lap sigmoid.